Manufacturer narrative:
(B)(4). Batch # t5a87x. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a tlc75 stapler seized up while it was on bowel tissue and would not disengage. There were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the 7 most proximal drivers up and the swing tab was noted to be missing, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the swing tab to detach. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.